Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette. The hp was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) had the hp check the patient line for air spaces and fibrin. The hp stated that there was air in the patient line. Rts explained to the hp that they would need to start over the supplies. The hp advised that the patient line was primed to the top and they were not using a patient line extension. There were no clamps that were opened that should be closed and there was nothing unusual in regards to the supplies. Rts had the hp close all the clamps including the transfer set, then cycle the power, and press the down arrow to end therapy press enter. Rts assisted the hp with ending therapy, disconnecting the aseptic way, and removing the cassette. The hp advised they would start over with new supplies. Rts went over continuous ambulatory peritoneal dialysis with the hp and instructed them to notify the peritoneal dialysis registered nurse regarding the air in the patient line. There was no patient injury or medical intervention associated with this event. No additional information was available.